Manufacturer narrative:
(B)(4). The reported complaint of "instrument suddenly stopped with a black screen" is not able to be confirmed. The product was not returned for investigation. According to additional information received, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "in the process of using iabp, there were 2 times when the instrument suddenly stopped with a black screen without any alarm. Suddenly black screen shutdown under the prompt, about 2 minutes after restarting can run normally. Because of the repeated black screen failure of the device, the patient has been replaced with a new device for treatment." The iabp was removed and replaced. No delay or interruption to therapy. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "in the process of using iabp, there were 2 times when the instrument suddenly stopped with a black screen without any alarm. Suddenly black screen shutdown under the prompt, about 2 minutes after restarting can run normally. Because of the repeated black screen failure of the device, the patient has been replaced with a new device for treatment." The iabp was removed and replaced. No delay or interruption to therapy. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).